Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 800 mg/dl. A manual injection was administered to address bg level, and contact called emergency medical services to assist the customer. Subsequently, the customer's bg began to drop low; however, the customer was unable to recall additional event details or assistance provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.